Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient (herself). She was injected with radiesse (+), into the medial and lateral cheek (off label use of device), on (B)(6) 2024. In 2024, after the radiesse (+) injection, the patient experienced unevenness and a partial vascular occlusion (reported as vo). An ultrasound will be performed of the artery that popped out (as reported). The outcome of the events were unknown. Follow-up information was received on 18-sep-2024: the reported unevenness was recoded from cutaneous contour deformity to product distribution issue. The event term partial vascular occlusion was amended to vascular occlusion, coding remains unchanged. The reported bruise, white line, artery pulsing/pressure/pushing, and swelling/bulging are considered to be symptoms of the reported vascular occlusion and were therefore not coded. The patients date of birth was provided. The patient was 56 years old at the time of events. Batch number was reported as unknown. In 2024, the patient reported their cheeks are uneven, looked bad, and she wanted it dissolved. She was most importantly concerned about vascular occlusion or something else. The artery outside eye was showing a vascular occlusion. This occurred during the training, when getting injected she was told it was just swelling. The injector just pushed their finger on it right after. The reporter said the spot felt like there was pressure on it around the artery on temple pushing toward eye. She felt that artery was pulsing and saw white line going up from injection site and led to a spot that was bulging out on the temple near the eye. Where the spot was bulging out, it looked like a bruise. As reported, the event was getting worse. Due to the provided information, the outcome of events was considered as not resolved (changed from unknown).